Manufacturer narrative:
H4: the device was manufactured from september 19, 2019 - september 23, 2019. H10: the actual device was not available; however, photographs of the samples were provided for evaluation. Visual inspection of the photographs revealed dark colored particulate matter which appeared to be embedded in the tubing lines. Therefore, the condition of particulate matter was verified however, the reported condition of particulate matter in the fluid path downstream of the solution filter was not verified. The actual cause of the condition could not be determined, however, the probable cause is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed on the tubing of two (2) large volume infusors. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.